Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual examination of the provided pictures identified explanted devices with foreign material on the surfaces. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause is attributed to a failure to follow instructions for not using cement. Per the instructions for use, ''porous coated components may be used cemented or uncemented (biological fixation), except for the persona osseoti keel tibia which is for uncemented use only. All other femoral, tibial baseplate and all-polyethylene (uhmwpe and vehxpe) patella components are indicated for cemented use only.'' A porous coated component was not used. Therefore, cement should have been used. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee surgery. After the surgery, the surgeon then discovered that they did not use cement when implanting the tibial component. Subsequently, the patient was revised where all of the implants were exchanged and cemented. The patella was also resurfaced and a patella implant was placed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42508006602 - cruciate retaining right size 9 pps narrow femur - 66523290. 42522100811 - articular surface medial congruent (mc) right 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 66100772. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.